Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.